Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 04/2024). Device pending return.

Event description:
It was reported that the during a port placement procedure, piece that extends from the body of the port to attach the catheter allegedly broke. It was further reported that the physician was able to insert hemostats into the port, locate broken piece and remove it. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, piece that extends from the body of the port to attach the catheter allegedly broke. It was further reported that the physician was able to insert hemostats into the port, locate the broken piece and removed it. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one power port clearvue isp was received for evaluation. Gross visual, microscopic and functional evaluations were performed. The port stem was noted to be deformed as it appeared to be flattened. Therefore the investigation is confirmed for the identified deformation issues. However, the investigation is inconclusive for the reported port stem fracture and the material separation issue as there is no objective evidence provided. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2024), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.